Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the nurse reported that he had a male patient that has a 40 cc fiberoptic in place. The iab has been in for a few days. The patient is in a v-pace rhythm with frequent ectopy. The patient is on amiodarone and lidocaine. They have disconnected the fiberoptic and placed the pump in operator mode since they felt that the timing was showing the pump staying inflated through beats. They have an alarm box on the pump, but it does not display the error message. It only shows an e. The message does not clear with pressing the reset key. The nurse does not know why they disconnected the fiberoptic. The central lumen of the catheter shows artifact and small pulse pressures. Since the error message does not clear, it was recommended that they switch pumps. The pump was switched out. The second a2w- sn (B)(4) is working well with the same iab; therapy was not interrupted. The fiberoptic was reconnected to the second pump. The fos waveform is present, and the fiber was calibrated. Timing is appropriate. The patient still has frequent ectopy, but there are no pulse pressures for the pump to support. We also discussed changing leads to find a lead that has smaller pacer spikes. The first pump has been sent to biomed. No additional intervention was performed and no patient injury was reported.

Manufacturer narrative:
Qn# (B)(6). The reported complaint of an incomplete alarm text is confirmed based on the attached pictures. The picture of the iabp screen showed an alarm banner with only the letter "e" displayed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete alarm text. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
Reported issue: the nurse reported that he had a male patient that has a 40 cc fiberoptic in place. The iab has been in for a few days. The patient is in a v-pace rhythm with frequent ectopy. The patient is on amiodrone and lidocaine. They have disconnected the fiberoptic and placed the pump in operator mode since they felt that the timing was showing the pump staying inflated through beats. They have an alarm box on the pump, but it does not display the error message. It only shows an e. The message does not clear with pressing the reset key. The nurse does not know why they disconnected the fiberoptic. The central lumen of the catheter shows artifact and small pulse pressures. Since the error message does not clear, it was recommended that they switch pumps. The pump was switched out. The second a2w- sn- (B)(6) is working well with the same iab; therapy was not interrupted. The fiberoptic was reconnected to the second pump. The fos waveform is present, and the fiber was calibrated. Timing is appropriate. The patient still has frequent ectopy, but there are no pulse pressures for the pump to support. We also discussed changing leads to find a lead that has smaller pacer spikes. The first pump has been sent to biomed. No additional intervention was performed and no patient injury was reported.